Event description:
The lay user/pt contacted lifescan alleging that the product was reading inaccurate high when a control solution test was done. The customer care advocate walked the lay user through control solution test and the results fell inside the specified control solution range. The pt's test strips were replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.